Manufacturer narrative:
The insulin pump passed displacement test. Hardware low level failure alarm(variable 3) alarmed during self test due to broken trace at u1 pin 1/vdd on keypad assembly. Unable to verify audio/absence of alarm during self test due to hardware low level failure. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the product return for an unknown reason. The customer¿s blood glucose level was unknown. The device will be return for analysis.